Event description:
It was reported that stent damage occurred. The 95% stenosed, 28mm in length target lesion was located in the severely tortuous and calcified, 2.75mm in diameter left anterior descending artery. A 2.75x28mm promus element drug-eluting stent was advanced for treatment; however, the stent could not cross the lesion and it was noted that the tip of the stent strut was lifted up. The procedure was completed with another of same device. There were no patient complications reported and the patient status was stable.